Event description:
It was reported that, "the surgeon was using the screw through a tubular plate connecting the fibula to the tibia. When he put pressure down to connect the fibula to the tibia, the screw bent toward the head of the screw after it was inserted approximately 10mm. It did not seem that excessive pressure was used to secure the screw."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.